Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and failure analysis investigations confirmed the customer reported complaint "a cable detached at the end of the clamp. The instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test attributed to the component failure. Additional observation(s) not related to the customer reported complaint: the instrument was found to have thermal damage on bipolar yaw pulley. The thermal damage was found next to the grip cable location.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, a cable detached at the end of the clamp for the maryland bipolar forceps. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the procedure was completed robotically with a backup instrument. No fragment fell inside the patient. The cable was broken, not loose.